Event description:
Additional information received from the healthcare provider (hcp) reported the serial number of the lead and external neurostimulator (ens) involved in the event were unknown. The patient¿s leads had been removed and it was determined they weren¿t appropriate for implant due to unrelated health issues. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown implanted: (B)(6) 2017. Product type screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that they think the patient's lead may have migrated. The caller also reported that the patient was experiencing pain and had disconnected the lead from the ens. The caller was able to reconnect the lead, but the patient was not feeling stimulation on either side. Additional information received regarding the patient indicated that the patient's leads "came out (B)(6) 2017" and the patient fell and has a "compressed pain" on their back. The patient was reported to be in a lot of pain, but is better now. Additionally the patient is happy that their bowel movements are now normal. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.